Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the catheter worked fine for two cycles and then stopped working. The physician then tried restarting the rfg but the catheter still wouldn't work. A new device was used to complete the procedure. No patient injury was reported. Evaluation summary: the closurefast catheter was received for evaluation with the original packaging. No additional ancillary devices or cine images from the procedure were received. The catheter shaft was examined visually and tactilely: no kink or damage was found. The connector and the coil of the catheter were observed under microscope and found some minor debris near the pins of the connector. Dried white residue appeared on top of the fep of the coil. Alconox (cleaning agent used in manufacturing when the coil assembly is put together) was also discovered between some coils.